Event description:
It was reported there were decreased r waves on the right ventricular (rv) lead. It was further reported there was phrenic nerve stimulation and diaphragmatic stimulation on the right atrial (ra) lead. Both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.